Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and hyst. {full}, salping bilateral}, oophorectomy (unilateral). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, hormone level abnormal, abdominal pain and alopecia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding, psych injury, hair loss, hormonal changes diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: event injury was replaced with dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury,hair loss, hormonal changes added. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.